Manufacturer narrative:
Our quality engineer inspected the 8 photos submitted for evaluation. The issue of foreign matter and was confirmed upon inspection of the photos. One representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing and tap. The damage observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Black marks, stains found during production at atom. 285 black marks and 11 stains are found.